Manufacturer narrative:
(B)(4). Investigation: the run data files (rdf) were analyzed. Signals in the rdf indicate that the elevated wbc content in this procedure was likely a result of an escape of wbcs from the lrs chamber. There are no events (changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that this leukoreduction failure could be donor-related. It is also possible that a sampling, calculation, or other process error may have contributed to the higher-than-expected wbc content in the platelet product. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. The disposable is not available for return, because it was discarded by the customer. Donor unit number: (B)(6). This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.